Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had stained end cap sticker, broken battery tube threads, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 29 mg/dl. Customer stated that she had been experiencing recurring low blood glucose levels for six months leading up to the call. The customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 271 mg/dl. The customer reported that there was some discoloration on the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.